Manufacturer narrative:
(B)(4). Below are possible devices that may have been the fractured piece. Only one device is being reported on and it is unknown which device was fractured and retained. D4 - part 912031 jgrknt 1.5mm #2 mb sngl lot 0002585034. H4 - manufacturing date: jan 18, 2024. D4 - expiration date: jan 18, 2029. D4 - unique device identification: (B)(4). Or the part/lot information could be: d4 - part 912041 juggerknot disp kit 1.5mm lot 0002712655. H4 - manufacturing date: feb 25, 2025. D4 - expiration date: feb 25, 2030. D4 - unique device identification: (B)(4). Or the part/lot information could be: d4 - (alliance partner device) part cm-99115 1.5 jgknt#2 black mb lot 22031725. H4 - manufacturing date: unk. D4 - expiration date: unk. D4 - unique device identification: unk. The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgery it was found that an unknown object that resembled a piece of wire was discovered during a post-operative radiograph to be remaining inside of the patient's body. The surgeon and the nurse couldn't identify the object and the products were previously discarded. The surgeon does not plan to reoperate at this time. Attempts have been made and additional information on the reported event is unavailable at this time.